Event description:
The patient was advancing his electric wheelchair onto the chair scale on the floor & accidently pushed the joystick on wheelchair, forward. His wheelchair rolled over back edge of scale & became jammed on edge of scale. The wheelchair did not tip over or nor was there any patient harm. Manufacturer response for chair scale, sr725l (per site reporter).